Event description:
An endurant abdominal stent graft system was implanted in a patient for the emergent endovascular treatment of an abdominal aortic aneurysm. A 5.0 cm fusiform aneurysm with an infra-renal angle of 11 degrees was reported. Proximal aorta was 24 mm in diameter and 15 mm in length. Distal aorta was 16 mm in diameter. Right iliac artery was 14 mm in diameter and the left iliac artery was 18 mm in diameter. The right and left femoral arteries were 10 mm in diameter. The right and left iliac arteries were mildly tortuous with no stenosis. The circumferential aorta had no mural thrombus/calcification. It was reported that the proximal end of the graft was place such that the suprarenal stents were crossing both renal arteries. The distal end of the right and left limbs/extensions were placed proximally to the internal iliac arteries. A reliant balloon and another manufacturer's balloon were used. On final angiogram, a type ii endoleak was discovered, which was ballooned. The following day the patient came down with a 103 degree fever and urinary retention; wbc was 9.6. The patient was treated with a pulmonary toilet and foley catheter, respectively. Two days later the fever was continuing and the urinary retention resolved. These events were found to be related to the study procedure but not the study device. No additional clinical sequelae were reported and the patient status is unknown.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (fever, endoleak), patient's condition affected effectiveness of device (type ii endoleak). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (type ii endoleak).

Event description:
Additional information was received as follows: it was reported that during the one month follow up appointment the fever was found to have resolved.